Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported indicated that the cause of the event was elevated impedance (> 40,000 ohms) during initial implant in the operating room. All contacts had high impedances. The issue was unknown. There were no signs or symptoms associated with the event. The patient did not require hospitalization due to the event.

Event description:
It was reported that an extension had an impedance of greater than 40000 on electrodes c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2 and 0<(>&<)>3. The health care professional (hcp) disconnected the extension and dried it off. Upon reinsertion the hcp said that the extension felt difficult to feed all the way through the block. Impedances were checked again and contact 0 was still high. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.